Manufacturer narrative:
A company service representative examined the system. The service request noted that it appeared this was an in-service issue, not an issue with console, and that sales is scheduling an in-service with the customer. It was reported that there is no hard failure with the system. The request further notes that there was no pt or procedural impact. A review of complaints for the last 24 months indicated there were no similar reports for this system. A review of service requests for the last 24 months indicated no add'l related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. An internal investigation has been opened to investigate this issue. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "the eye went soft" (intraocular pressure, delayed, uncontrolled). Produce problem: "unit will not keep pressure" (pressure, decreased). A nurse reported that the unit would not keep pressure. During surgery the eye went soft, was reinfused, and the case completed. No pt injury reported.